Manufacturer narrative:
Additional information: section d4 - the serial number is (B)(6), UDI number and expiration date added. H4 - manufacturing date added.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. No device intervention was reported. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a scheduled transmission revealed, the ventricle lead exhibited noise. No device intervention or patient condition was reported.